Event description:
This is a spontaneous report by a nurse from the (B)(6) of bacterial peritonitis with culture positive for streptococcus salivarius in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with bacterial peritonitis with a positive culture for streptococcus salivarius. Further details, treatment, outcome and action taken with pd therapy were not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. This MDR was submitted on 11/04/2010 and failure due to an incorrect format of the phone number. This MDR is being resubmitted on 11/04/2010.